Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no issue with the phenom catheter. The pipeline was not placed in a vessel bend when it failed to open. Additional steps attempted to open the device included retrieving and deploying again.

Manufacturer narrative:
H3: product analysis #817535976:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. While, the middle section of the braid was found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the middle section of the braid was found fully opened with no damage. Additionally, the distal and proximal ends of the braid were fully opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The customer reported that the vessel tortuosity was moderate and the pipeline flex was not deployed in the vessel bend, which rule these out as potential causes. In the event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 4.0mm distally and 4.1 proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed blood retention in aneurysm. It was reported that the plan was to use a blood flow diversion dense mesh stent. After the shapeable microcatheter was in place, the blood vessel diameter was measured and the ped-400-25 stent was selected. The middle of the stent could not be opened. After multiple attempts, it still could not be opened. The entire system was withdrawn and replaced it with another model product, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.